Event description:
It was reported that one day following a gastric bypass procedure, blood was draining from the drainage port and the patient had to be opened due to bleeding at the mesentery. It is unk what caused the bleeding. The patient lost about three to four units of blood and was transfused with two units. The patient is doing fine.

Manufacturer narrative:
\Complaint info is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.